Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported he heard a pop sound and then noticed a burn mark at the bottom of the meter screen. Patient stated the meter appeared to feel warm. No adverse event reported. Requested return of the alleged device and replacement was sent.